Event description:
Customer reported that an eyhance simplicity preloaded device was being used and at the time of implantation the intraocular lens (iol) expelled from the injector quickly, causing the capsule to break. Customer indicated that the patient is fine. No further information was provided.

Manufacturer narrative:
Initial reporter. Telephone number: (B)(6). The device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.